Event description:
It was reported that a patient presented remotely on (B)(6) 2021 with their left ventricular lead causing diaphragmatic stimulation. Programming changes were made to prevent any further stimulation. The lead was then capped and replaced on (B)(6) 2021. The patient was stable throughout.